Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurate results as compared to the her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on the following dates and times, she allegedly obtained the following inaccurate readings: '10-12-11 8:30am 180mg/dl, 10-12-11 1:48pm 67mg/dl, 10-10-11 8:51am 157mg/dl, and on 10-09-11 10:21pm 142mg/dl'. The patient stated that she manages her diabetes with oral medication (unknown type and dose), diet, and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. Half an hour to an hour after the alleged product issue occurred, the patient claimed to have developed symptoms of being 'sweaty and tired' but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca also noted that the patient did not have any control solution available. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the meter was tested and no faults were found. On (B)(4), 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.